Event description:
It was reported that patient experienced ineffective therapy. Surgical intervention may take place to address the issue.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. It was reported to abbott, a patient underwent a full system explant due to lack of efficacy. There were no complications. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted to address the issue.